Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti powerport isp MRI with 8fr groshong catheter was returned for evaluation. Visual inspection identified multiple holes between the 23cm and 25 cm depth markers (these holes are addressed under complaint (B)(4), additionally a complete circumferential break was identified at the 16 cm depth marker. The complete circumferential break is characterized by a partially smooth surface and elliptical shape. Therefore, based on the identified break, the investigation is confirmed for the alleged subcutaneous break without embolism. The partially smoothed surface and elliptical shape of the break are consistent with flexural fatigue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly fractured near the subclavian vein insertion site and the distal catheter segment migrated to the right atrium, therefore the catheter was removed. It was further reported that the port body was removed at a later date. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be performed, as the lot number is unknown. Investigation summary: one ti powerport isp MRI with 8fr groshong catheter was returned for evaluation. Visual inspection identified multiple holes between the 23cm and 25 cm depth markers (these holes are addressed under complaint (B)(4)), additionally a complete circumferential break was identified at the 16 cm depth marker. The complete circumferential break is characterized by a partially smooth surface and elliptical shape. Therefore, based on the identified break, the investigation is confirmed for the alleged subcutaneous break without embolism. The partially smoothed surface and elliptical shape of the break are consistent with flexural fatigue, however, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the catheter allegedly fractured near the subclavian vein insertion site and the distal catheter segment migrated to the right atrium, therefore the catheter was removed. It was further reported that the port body was removed at a later date. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number was not provided, a review of the device history records has not been performed. The return of the device is pending. The investigation is currently underway.

Event description:
It was reported that the catheter allegedly fractured near the subclavian vein insertion site and the distal catheter segment migrated to the right atrium, therefore the catheter was removed. It was further reported that the port body was removed at a later date. There was no reported patient injury.